Event description:
It was reported that the device was collecting morphology templates despite having this feature disabled. No further information.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.